Event description:
It was reported on (B)(6) 2025 a 25mm navitor vision valve was selected for implant using a large flexnav delivery system. The patient's annulus was measured with a perimeter of 70.2mm, an area of 378mm^2, and a left ventricular outflow tract of 21.9mm. The patient had a severely calcified annulus. The patient's aortic valve angle was 14 in the left atrial oblique (lao) view pre-dilation was performed twice with a 22mm balloon. During the first deployment attempt the valve popped up above the annulus. During the second deployment attempt at 80% the valve was positioned too low at the left coronary cusp (lcc). During the third deployment attempt the valve was positioned at 5mm from the non-coronary cusp (ncc) and 7-8mm from the lcc. Upon full release the valve dove toward the ventricle and resulted in a moderate perivalvular leak and central leak. A second 25mm navitor vision valve was implanted valve-in-valve and resolved both leaks. The user believed that calcium prevented the valve from fully anchoring.

Manufacturer narrative:
An event of valve migration and moderate perivalvular leak and central regurgitation was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the perivalvular leak and central regurgitation is likely related to the reported valve migration. However, the exact cause of the reported migration could not be conclusively determined. The reported surgical intervention was a result of case-specific circumstances as another valve was implanted (valve-in-valve). There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 25mm navitor vision valve was selected for implant using a large flexnav delivery system. The patient's annulus was measured with a perimeter of 70.2mm, an area of 378mm^2, and a left ventricular outflow tract of 21.9mm. The patient had a severely calcified annulus. The patient's aortic valve angle was 14 in the left atrial oblique (lao) view pre-dilation was performed twice with a 22mm balloon. During the first deployment attempt the valve popped up above the annulus. During the second deployment attempt at 80% the valve was positioned too low at the left coronary cusp (lcc). During the third deployment attempt the valve was positioned at 5mm from the non-coronary cusp (ncc) and 7-8mm from the lcc. Upon full release the valve dove toward the ventricle and resulted in a moderate perivalvular leak and central leak. A second 25mm navitor vision valve was implanted valve-in-valve and resolved both leaks. The user believed that calcium prevented the valve from fully anchoring.